Manufacturer narrative:
Ibx received customer complaint from (B)(6) on (B)(6) 2021 as follows. The employee tested positive with the covid-19 saliva test on(B)(6) 2020 and tested negative on a nasal swab test the following day. The device used for saliva test was infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit. The taqpath kit has four components: 1) taqpath covid-19 control-dilution buffer. 2) taqpath covid-19 control-positive control. 3) taqpath covid-19 control-pcr assay multiplex (lot# 1016059, exp: 12/9/2021). 4) taqpath covid-19 control-multiplex master mix (lot# 2009164, exp: 09/11/2021). Ibx initiated internal investigation event resolution (B)(4) for our (B)(4) event resolution. An associated complaint number(B)(4). Below is summary of our internal investigation: ibx thoroughly investigated all instruments (activity log, calibration, maintenance log etc.) Reagents (partial information regarding lot# and expiration provided above), methods and electronic records (for any possible mix-up) used in processing subject sample. Ibx didn't find any abnormality. Ibx re-examined initial results. The results on this sample should have been reported as indeterminate, and not detected. The root cause analysis of this discrepancy identified the error due to a submission error during manual entry. Retraining is in process in addition to continual monitoring

Event description:
The employee tested positive with the covid-19 saliva test with infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit (on (B)(6) 2021) and tested negative on a nasal swab test the following day. No information was provided for type and manufacturer of nasal swab test.